Event description:
It was reported that the battery volatage on this device was at 3.0v after only 5 months of implantation. There is a concern that this is not typical and more rapid than expected. The device remains implanted, the files from the programmer were sent to the manufacturer for review.

Event description:
It was reported that the battery volatage on this device was at 3.0v after only 5 months of implantation. There is a concern that this is not typical and more rapid than expected. The device remains implanted, the files from the programmer were sent to the manufacturer for review.

Manufacturer narrative:
(B)(4), 2012.a response from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
(B)(4), 2012,a response from the manufacturer is pending.since the device remains implanted, the programmer files were reviewed. The files showed that with the device settings (high output in the 3 chambers) and functioning (high pacing percentage in the 3 chambers), the device longevity estimation since implantation is 3 years and 7 months, as on (B)(4), 2011.the device operated as specified. (B)(4): device remains implanted.